Event description:
Customer reported some of the needles were detached from the syringe. Customer claims that the syringes without any needles had the needles stuck inside of the orange protective cap.